Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: concomitant products: fms vue gen 2 pump, micro tornado 2.0 handpiece. E3: reporter is a j&j sales representative. D4, h4: the expiration date, serial/lot number, and date of manufacture are unknown at this time. Investigation summary: the product has not returned to j&j medtech orthopaedics; however, a photo was provided for review. The photo investigation revealed that ultra aggressive plus 4.0mm 5pk arthroscopic image had metallic particles. No other anomalies could be observed. The overall complaint was confirmed as the observed condition of the ultra aggressive plus 4.0mm 5pk would contribute to the complained device issue. Based on the investigation findings, the potential cause can be traced to blade wear and degradation. As per instructions for use (IFU) excessive side loading may result in blade wear and degradation. Adequate suction is recommended to reduce wear and degradation of the device, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed.

Event description:
It was reported that during a knee arthroscopy surgical procedure, it was observed that when the physician inserted the ultra aggressive plus 4.0mm blade into the joint, metal debris was seen in the operating site, which was difficult to remove. It was noted that the blade was activated outside the joint, and then inserted. It was reported that an fms vue gen 2 pump was also used in combination with a micro tornado 2.0 handpiece. There were no adverse patient consequences reported. There was a 5-minute delay in the procedure due to the event. Another like device was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual inspection found that ultra aggressive plus 4.0mm 5pk had wear marks on the inner shaft, upon visualization under magnification, the tip of the inner shaft was chipped. The overall complaint was confirmed as the observed condition of the ultra aggressive plus 4.0mm 5pk would contribute to the complained device issue. Based on the investigation findings, the potential cause can be traced to blade wear and degradation. As per instructions for use (IFU); excessive side loading may result in blade wear and degradation. Adequate suction is recommended to reduce wear and degradation of the device, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review : given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.